Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd primary infusion sets were clogged. The following information was provided by the initial reporter: they're reporting issues with lipid tubing failing to prime or occlusions with lipid filters. They infuse mostly smof lipids and in general rates are below 1ml/hr. Cardiac unit has no issues. Picu has no issues. Acute care has no issues and typically infuses 3 in 1. They report that in general nurses have reported an inability to prime, sometimes requiring 3 IV sets before they are successful. No further information is available.

Event description:
It was reported that an unspecified number of unspecified bd primary infusion sets were clogged. The following information was provided by the initial reporter: they're reporting issues with lipid tubing failing to prime or occlusions with lipid filters. They infuse mostly smof lipids and in general rates are below 1ml/hr. Cardiac unit has no issues. Picu has no issues. Acute care has no issues and typically infuses 3 in 1. They report that in general nurses have reported an inability to prime, sometimes requiring 3 IV sets before they are successful. No further information is available.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the generalized complaint of air in line, flow issue and difficult/failure to prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.